Event description:
Appears over sensing may be causing device classified false detection or at/af episode. Rv lead impedance has increased by over 30% since implant. Sudden increase in atrial and rv lead impedance by over 30% in (B)(6) 2022. Returned to baseline. Alert: atrial bipolar lead impedance warning on (B)(6) 2022. Possible procedure per rn. Gradual increase in rv capture threshold. Device appears to be currently functioning as programmed. Fyi to rep. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).